Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. With a review of the available information there was no evidence of any device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed include the patient's subtherapeutic inr and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the clinical engineer that this patient was admitted to the hospital after being found unconscious in his delivery truck. Narcan was administered which reportedly "helped a bit". Toxicology screen results were negative. Head CT scan performed on (B)(6) 2016 revealed a left thalamus 13mm hypodensity. The patient was discharged home on (B)(6) 2016 with residual right hand and arm weakness on warfarin and aspirin. Inr at time of discharge was 1.2 so the patient was bridged with lovenox while on warfarin 15mg daily. The patient was also scheduled to return to the hospital for an inr check and had a clinic visit scheduled for (B)(6) 2016.